Event description:
Customer had ear pierced in a retail store with the inverness ear piercing system. Sought medical treatment for an infection at the piercing site. Pt was treated with antibiotics. The earring was removed by the dr.